Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/ chronic pelvic pain / pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse"), headache ("headaches"), fatigue ("fatigue") and pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, alopecia and dyspareunia had not resolved and the genital haemorrhage, headache, fatigue and pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, pain, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. She sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2017: summons received - case upgraded as incident. New events, abnormal bleeding, headaches, fatigue and pain were added. Surgical treatment for the event pelvic pain was added. Product stop date was added. Legal reporter were added. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/ chronic pelvic pain / pelvic pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 880438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. *essure confirmation test was conducted. Concurrent conditions included irregular menstrual cycle, post coital bleeding, adenomyosis and uterine fibroids. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse"), headache ("headaches"), fatigue ("fatigue") and pain ("pain"). The patient was treated with surgery (she had vaginal hysterectomy, bilateral salpingectomy,). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, alopecia and dyspareunia had not resolved and the genital haemorrhage, headache, fatigue and pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, pain, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. She sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. The essure micro-insert was inserted into the right ostia with out difficulty, with 3 coils visible. The same was done contra laterally on left side with 3 coils visible quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-may-2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding') and multiple episodes of pelvic pain ('increasingly severe pain/ chronic pelvic pain / pelvic pain/pain', 'pain') in a 33-year-old female patient who had essure (batch no. 880438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. *essure confirmation test was conducted. Previously administered products included for an unreported indication: implantation from (B)(6) 2010 to (B)(6) 2011 and loestrin 24 fe on (B)(6) 2011. Concurrent conditions included irregular menstrual cycle, post coital bleeding, adenomyosis and uterine fibroids. Concomitant products included medroxyprogesterone acetate (depo provera). In 2011, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("heavy menstrual bleeding/abnormal bleeding(menorrhagia)"), abdominal pain ("abdominal pain"), headache ("headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition:uterine fibroids"), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), fatigue ("fatigue/tired"), the second episode of pelvic pain ("pain") and asthenia ("weak"). The patient was treated with surgery (she had vaginal hysterectomy, bilateral salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the genital hemorrhage, fatigue, the last episode of pelvic pain, uterine leiomyoma and asthenia outcome was unknown, the pelvic discomfort, back pain, alopecia and dyspareunia had not resolved, the menorrhagia, abdominal pain and vaginal hemorrhage had resolved and the headache was resolving. The reporter considered abdominal pain, alopecia, asthenia, back pain, dyspareunia, fatigue, genital hemorrhage, headache, menorrhagia, pelvic discomfort, uterine leiomyoma, vaginal haemorrhage, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. She sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. The essure micro-insert was inserted into the right ostia with out difficulty, with 3 coils visible. The same was done contra laterally on left side with 3 coils visible diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: result: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2019: plaintiff fact sheet received. Events: abnormal bleeding (vaginal), reproductive system disorder or condition type of disorder or condition: uterine fibroids, weak was added. Event outcome was updated for the events: abnormal bleeding (vaginal, menorrhagia), abdominal pain, headaches. Lab data was added. Historical drugs were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/ chronic pelvic pain / pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 880438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. *essure confirmation test was conducted. Concurrent conditions included irregular menstrual cycle, post coital bleeding, adenomyosis and uterine fibroids. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse"), headache ("headaches"), fatigue ("fatigue") and pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure / vaginal hysterectomy, bilateral salpingectomy,). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, alopecia and dyspareunia had not resolved and the genital haemorrhage, headache, fatigue and pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, pain, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. She sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. The essure micro-insert was inserted into the right ostia with out difficulty, with 3 coils visible. The same was done contra laterally on left side with 3 coils visible. Most recent follow-up information incorporated above includes: on 26-feb-2019: pfs received - lot number and new reporter were added. Indication of essure added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of several episodes of pelvic pain ("increasingly severe pain/ chronic pelvic pain / pelvic pain/pain" and "pain") in a 33 year-old female patient who had essure inserted (lot no. 880438) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of multiparous. *essure confirmation test was conducted. Previously administered products included: implanon and loestrin 24 fe. Concurrent conditions were listed as uterine fibroids, adenomyosis, post coital bleeding and irregular menstrual cycle. The only concomitant product mentioned was depo provera (medroxyprogesterone acetate). On (B)(6) 2011, the patient had essure inserted. In november 2011 she experienced heavy menstrual bleeding ("heavy menstrual bleeding/abnormal bleeding(menorrhagia)"), abdominal pain ("abdominal pain"), headache ("headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2011 she experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2017 she was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition:uterine fibroids"). Essure was removed the same day. An unknown time later she experienced a first episode of pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("abnormal bleeding"), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), fatigue ("fatigue/tired"), a second episode of pelvic pain and asthenia ("weak"). The patient was treated with surgery (she had vaginal hysterectomy, bilateral salpingectomy(bilateral removal of fallopian tubes)). At the time of the report, the headache was resolving, the heavy menstrual bleeding, abdominal pain and vaginal haemorrhage had resolved and the pelvic discomfort, back pain, alopecia and dyspareunia had not resolved. The outcomes for genital haemorrhage, fatigue, uterine leiomyoma, asthenia and the last episode of pelvic pain were unknown. The reporter considered abdominal pain, alopecia, asthenia, back pain, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, pelvic discomfort, the first episode of pelvic pain, the second episode of pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure administration. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. She sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. The essure micro-insert was inserted into the right ostia with out difficulty, with 3 coils visible. The same was done contra laterally on left side with 3 coils visible. Date(s) of removal: (B)(6) 2018 discrepancy noted. Date of insertion discrepancy noted : (B)(6) 2010, date of removal discrepancy noted : (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] in (B)(6) 2011: result: total bilateral occlusion. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-aug-2023: quality safety evaluation of ptc. We received a lot number. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of several episodes of pelvic pain ("increasingly severe pain/ chronic pelvic pain / pelvic pain/pain" and "pain") in a 33 year-old female patient who had essure inserted (lot no. 880438) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of multiparous. *essure confirmation test was conducted. Previously administered products included: implanon and loestrin 24 fe. Concurrent conditions were listed as uterine fibroids, adenomyosis, post coital bleeding and irregular menstrual cycle. The only concomitant product mentioned was depo provera (medroxyprogesterone acetate). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011 she experienced heavy menstrual bleeding ("heavy menstrual bleeding/abnormal bleeding(menorrhagia)"), abdominal pain ("abdominal pain"), headache ("headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2011 she experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2017 she was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition:uterine fibroids"). Essure was removed the same day. An unknown time later she experienced a first episode of pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("abnormal bleeding"), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), fatigue ("fatigue/tired"), a second episode of pelvic pain and asthenia ("weak"). The patient was treated with surgery (she had vaginal hysterectomy, bilateral salpingectomy(bilateral removal of fallopian tubes)). At the time of the report, the headache was resolving, the heavy menstrual bleeding, abdominal pain and vaginal haemorrhage had resolved and the pelvic discomfort, back pain, alopecia and dyspareunia had not resolved. The outcomes for genital haemorrhage, fatigue, uterine leiomyoma, asthenia and the last episode of pelvic pain were unknown. The reporter considered abdominal pain, alopecia, asthenia, back pain, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, pelvic discomfort, the first episode of pelvic pain, the second episode of pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure administration. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. She sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. The essure micro-insert was inserted into the right ostia with out difficulty, with 3 coils visible. The same was done contra laterally on left side with 3 coils visible. Date(s) of removal: (B)(6) 2018 discrepancy noted. Date of insertion discrepancy noted : (B)(6) 2010 date of removal discrepancy noted : (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] in (B)(6) 2011: result: total bilateral occlusion. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 21-jul-2023: summons received. New reporter & reporter causality comment added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.